Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the femoral artery with an ipsilateral contralateral approach. The target de novo lesion was located in the moderately tortuous and severely calcified left common iliac artery. (Cia). A 7f introducer sheath was placed and a non bsc guide wire crossed the target lesion. For pre dilation, a 3.0 x 20/135 sterling mr balloon catheter was inflated to 10 atms. During the second inflation at 12 atms a balloon rupture occurred. The sterling mr balloon catheter was removed intact. The procedure was completed with another of the same device inflated to 14 atms. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Age at time of event: 18 years older. Device evaluated by manufacturer: examination of the returned device revealed blood in the balloon and inflation lumen of the catheter. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 2 mm from the distal edge of proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The reported balloon burst was confirmed; however, there was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).